Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was reproduced at power up. System error 105 was confirmed through a review of the event history log and found to be caused by a seized motor. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The failed motor assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum device experienced a ec105 (pic error) alarm. It was unknown if the patient was connected at the time of the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.